Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty stenting treatment procedure, a stent was not well apposed. The patient was treated for a 15 cm stenosis of the left superior femoral artery in the middle third and then "a bud limestone" in the lower third. The patient underwent a tandem angioplasty with inflation of a mustang balloon 5 x 80 mm at 10 atm for 1 minute on each spot. The physician observed that the stenosis was again partially present. He decided to deploy an innova 7 x 200 stent. After deployment, the stent was inflated with the mustang balloon. No issue was noticed with the deployment. During the control the physician observed that the "middle of the stent does not appear". The length "appears superior to 200 mm". The physician covered the intermediate zone with another innova 7 x 100 stent; then the control was satisfactory. No further patient complications were reported and the patient's status is stable.